Event description:
It was reported that during a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, the fiber twisted after 5000 joules, and the fiber tip was broken. The procedure was completed with another fiber. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. It is likely that the user broke the fiber tip while advancing it into the scope and/or embedded the tip into tissue during use. The device history record confirmed that the device met with all manufacturing specifications prior to distribution and there were no manufacturing deviations. The instructions for use (IFU) were reviewed and did not reveal any evidence of device off-label use or failure to follow instructions. Based on the information available the cause that contributed to the reported event cannot be established. A conclusion code of unable to exclude device problem was assigned to this investigation. B3. Date of event the exact date of the event is unknown, estimated.